Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been increasing (500s mg/dl). An insulin injection was administered to address the bg level. The customer thought that the infusion set might have been bad, but was unsure if they were bad when the site was removed. The high bg had since been resolved.